Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system unable to boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found system unable to boot into usable state due to flexvision pc not working properly. To resolve the issue, the fse replaced the flexvision pc. The defective parts were returned for analysis, for flexvision pc, malfunction was found and cause is found to be unit malfunction. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up, intermittently giving a blue screen. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.